Manufacturer narrative:
The device has been returned; however, the investigation has not yet been completed. A supplemental report will be submitted with additional relevant information.

Event description:
It was reported that during review of the pump t:connect history, multiple occlusions were found to have occurred after a cartridge change. Occlusions occurred both with basal and bolus delivery. The customer resumed insulin delivery and when the bolus delivery was interrupted, the remaining bolus portion was delivered without further occlusions. According to the logs, the customer's blood glucose level was not impacted.